Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during da vinci-assisted surgical procedure, mega needle driver was found to have broken/frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damaged part is metal cable, but not black conductor wire. The instrument was inspected prior to use with no abnormal damage. Suturing was being performed when the issue occurred. There was a problem about opening/closing during the process. No fragment fell inside of the patient¿s anatomy.